Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier need to replace and unable to login. A field service engineer (fse) found that login attempts were failing due to an issue with the biometric identifier. The lumi drivers were uninstalled and reinstalled with updated firmware, but initial attempts failed and hardware test application were unsuccessful. The biometric identifier unit was then replaced, and the firmware was reinstalled successfully, after which hta testing passed. Hidden ports in device manager under the lumi folder were also removed. Intermittent login success was observed in the application. The fse advised the customer to contact tsc if the issue persisted, as hardware and partial software troubleshooting had been completed. Final testing in hta and login attempts with the technician and rn confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier need to replace and unable to login. However, there were no delays or adverse events or injuries reported based on this event.